Event description:
During the atrial fibrillation ablation/vein of marshall procedure, a pericardial effusion occurred which was confirmed using intracardiac echocardiography and required a pericardiocentesis to stabilize the patient. The catheter was advanced into the left atrium and once it was connected to ensite, it was noted that the catheter was outside of the left atrial appendage. A decrease in the patient's blood pressure was noted and a pericardial effusion was observed on intracardiac echocardiography and a pericardiocentesis was performed to stabilize the patient. There are no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.